Event description:
It was reported the insulin pump stopped working. Customer's spouse was unable to get the device to rewind so they can refill the reservoir. Customer blood glucose was getting high because customer was unable to get insulin, 346 mg/dl. Customer stated the block feature was on the insulin pump and was unable to turn off the feature. The up arrow was unresponsive. Customer's current blood glucose was 303 mg/dl. Customer's spouse stated the customer might have dropped the device, but it was not exposed to moisture. Customer's spouse was advised to customer should discontinue the use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, stained address and serial number label and cracked battery tube threads.